Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that during shoulder arthroplasty in (B)(6) 2011, two drill bits broke and were retained by the patient.